Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping was noted. The insulin pump had minor scratches on the display window.

Event description:
It is reported that the customer had normal blood glucose levels of 100 mg/dl. The customer reported that the keypad of the insulin pump was non-responsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.